Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded episodes where far field r wave over sensing in atrial channel was observed. Programming options were recommended for this pacemaker that remains in service. Medication adjustment may be necessary in the future. No adverse patient effects were reported.